Event description:
Related manufacturer reference number:2017865-2023-50564. It was reported that patient's atrial lead exhibited lead fracture, high pacing impedance, high threshold. The lead was explanted and replaced. The patient was stable.